Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Additionally, the left ventricular (lv) lead failed to capture. Fluoroscopy was performed, noting lv lead fracture. No abnormalities were noted on the rv lead via fluoroscopy. Programming changes were previously made to resolve the high capture threshold issue on the rv lead. The physician elected to explant and replace the rv and lv leads. The patient condition was stable.